Manufacturer narrative:
As the lot number for the device was provided, a lot history review will be performed. The device was not returned to bd but two photos were received and is pending for evaluation. The company is still investigating the issue at this time. The catalog number identified has not been cleared in the us, but is similar to the endovascular stent graft products that are cleared in the us. The pro code for the endovascular stent graft products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl07060 vascular stent graft allegedly experienced an outer catheter sheath fracture. This information was received from one source. The malfunction had patient involvement but the patient had no consequences. The patient was a (B)(6) year old female with (B)(6) kgs.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the endovascular stent graft products that are cleared in the us. The pro code for the endovascular stent graft products is identified in d2. H10: as the lot number for the device was provided, a lot history review will be performed. The device was not returned to bd but two photos were received. Based on the photographic analysis, sheath fracture was identified it was also noted that the safety clip was not in place on the image. The definite root cause could not be determined based on the available information. The device is labeled for single use. H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl07060 vascular stent graft allegedly experienced an outer catheter sheath fracture. This information was received from one source. The malfunction had patient involvement but the patient had no consequences. The patient was a 81 year old female with 60 kgs.